Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone16.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. It was suspected the pod may have detached or malfunctioned. Symptoms reported include vomiting, heart palpitations, and symptoms of the heart attack. The patient was treated with intravenous (IV) therapy. The hospital only gave the patient fluids because the patient had applied a new pod and self-administered 3 units of insulin before presenting to the ER; subsequently, their glucose levels began to decrease. The patient's discharge date was not provided. The pod was removed from the infusion site (leg) and there was a mark in the adhesive as it was wet, but it was secure.